Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, an interaction with the patient anatomy or associative device interaction. Based on the information provided, the lesion was moderately tortuous and likely contributed to the reported difficulties. Analysis of the returned sds noted blood visible in the guide wire lumen, which is consistent with the device being advanced over a guide wire. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 24.2 cm distal to the strain relief tubing. There was also a kink noted adjacent to the separations. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Also, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since there was no report of any damage observed during inspection prior to use, this suggests that the damage to the shaft occurred during or after the procedure. In this case, the sds likely interacted with the moderately tortuous lesion such that resistance may have been encountered during an attempt to advance the sds. This interaction likely caused the shaft to kink and subsequently separate as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. In general, the failure to advance in conjunction with kink damage is not usually associated with a product quality deficiency and was likely related to circumstances of the procedure. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other complaint reported for shaft detachments/separations. Based on the information received with this complaint and the returned product analysis, the reported failure to advance, kink damage and shaft separation appear to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that the procedure was to treat an acute marginal in the right coronary artery, with moderate tortuousity. A non-abbott stent was advanced, but did not cross. The 2.25 x 08 mm mini vision stent was advanced, but also would not cross and the shaft outside the patient kinked. When the stent delivery system was being removed, the shaft broke at the kinked location and was only attached by a thin piece of the jacket material. A 2.25 x 08 mm non-abbott stent crossed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.